Event description:
The intellanav mifi catheter was selected for use during the procedure. It was reported that at the beginning of the ablation the temperature peaked rapidly and stopped the ablation. No error message was displayed. Cable was changed but there was no resolution. Ablation catheter was changed, and issue resolved. The procedure was completed without patient complications. The device is expected to be returned for analysis. It was further reported that an error message did occur which stopped ablation (safety feature activated).

Event description:
The intellanav mifi catheter was selected for use during the procedure. It was reported that at the beginning of the ablation the temperature peaked rapidly and stopped the ablation. No error message was displayed. Cable was changed but there was no resolution. Ablation catheter was changed, and issue resolved. The procedure was completed without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The device did not have visual defects. Functional test showed that the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. -the device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The unit failed the test. The device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device was not irrigated; tip obstructed. The continuity test was performed, and the device was found within specifications. No open or shorts were detected. The ablation was not verified by using the maestro generator 4000 and metriq, the device was obstructed. The device was destructively analyzed, and obstruction was found on the tip, possible procedural waste.

Event description:
The intellanav mifi catheter was selected for use during the procedure. It was reported that at the beginning of the ablation the temperature peaked rapidly and stopped the ablation. No error message was displayed. Cable was changed but there was no resolution. Ablation catheter was changed, and issue resolved. The procedure was completed without patient complications. The device is expected to be returned for analysis. It was further reported that an error message did occur which stopped ablation (safety feature activated).